Event description:
The customer reported the device crashed. We will consider this to be a hang or discontinuation of functioning. There was no report of patient involvement or negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported the device crashed. We will consider this to be a hang or discontinuation of functioning. There was no report of patient involvement or negative patient impact. The local philips representative replaced the control pca to resolve this issue.